Event description:
It was reported that a patient presented remotely via (B)(6). Upon review of the transmission, the patient's implantable cardioverter defibrillator was found to have exhibited over-sensing of noise, leading to inhibition of pacing. Over-sensing of electromagnetic interference was suspected. No intervention was performed and the patient will continue to be monitored. No patient consequences were reported.